Manufacturer narrative:
Failure analysis for (B)(6): the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits severe charred detritus adhesion and some melting of the metal at the output window area; the glass cap is protruding from the metal cap and can rotate off center. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 207,434 joules while using the surgical fiber during a prostate procedure, the inner part of the fiber would no longer rotate together with the outer fiber cap. Time expended: 20:51 minutes. Per additional information received, the procedure was reported to have been completed by bipolar resection (turp). There was no patient injury reported.